Manufacturer narrative:
Remains implanted.

Event description:
It was reported via control CT that a patient experienced a mesa screw axial slip post-operatively. It is not known if revision surgery has been scheduled or performed at this time.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, similar complaints were identified. An x-ray was provided showing slight movement of the rod axially. Construct had alternating screws and the construct ended on the convex curve of the deformity. Similar construct design x-rays from the same surgeon for the same failure mode were reviewed by a consultant spine hcp on (B)(6) 2021. The hcp believes that the construct design with difficult deformities was the most likely contributing factor to the event. From their analysis, the surgeon used a low density screw construct ending the construct on the convex curve of the deformity. The low screw density, short length of construct along with possible loss of correction may not have been enough to counter the force of the spine trying to revert to it's original position, resulting in the eventual failure at the distal most screw where biomechanical loading is most likely the highest, leading to the rod slipping from the screw. Additionally, the construct was implanted in (B)(6) 2020, a period of over 1 year. From the IFU: "internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant."

Event description:
It was reported via control CT that a patient experienced a mesa screw axial slip approximately one-year post-operatively. Revision surgery has been scheduled.